Event description:
This rv lead was implanted on (B)(6) 2004 and explanted on (B)(6) 2012 due to elevated impedances of 640 ohms, previously they were 31 o ohms. The procedure took place at (B)(6) ctr at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).